Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. Expiration date: unknown, as the lot number was not provided. Lot number: unknown, information not provided. UDI number: unknown, as the lot number was not provided. If implanted; give date: n/a (not applicable). The healon duet is not an implantable device. If explanted; give date: n/a (not applicable). The healon duet is not an implantable device. Concomitant medical products: information provided indicates the concomitant lens is possibly a model zcb00, za9003, or alcon lens (non-j&j device) as these are the type of iols that were mostly used. Device manufacture date: unknown, as the serial number was not provided. Other: the device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a doctor has had a case of toxic anterior segment syndrome (tass) within the last couple of months and they are very concerned. It was learned that the customer cannot attribute it to a specific product, however, the use of ophthalmic viscosurgical device (ovd) healon duet was mentioned. No suspect product returning. Patient treated with antibiotics and vision improved. No other information was provided.